Event description:
It was reported that a minicap transfer set experienced cracks in its light blue main body. The issue was noted during use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted on lot number h13f05068 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the transfer set was made. Should the transfer set be received or additional information become available, a supplemental report will be submitted.